Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range impedance measurement. The field representative was notified. There were no adverse patient effects reported. Additional information was received that the device was reprogrammed and the patient will be seen by their physician in a few weeks. A lead revision has been discussed.